Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.4., h.6., and h.10. Three unopened 2.2 sb knives in blisters were received for the report of poor cutting. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore a dull knives as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, three knives out of six had poor cutting. An alternate knife was used to complete the case. There was no patient harm. The knives were not saved for return.